Event description:
It was reported that the patient was having inconsistent coupling for the past two months. The reporter stated that the patient was not getting a full charge on the implantable neurostimulator (ins). It was noted that the patient was not getting the ¿lightning bolt¿ and no coupling. It was noted that the issue started two months prior to the report. The reporter stated that the patient would feel an ¿electric jolt¿ to her body one time when starting to recharge. Some weeks she would feel it and sometimes she would not. It was noted that the patient had an antenna replacement in the past year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).